Event description:
During an atrial fibrillation procedure, a cardiac perforation was noted which resulted in a sternotomy being performed. Hypotension occurred and a pericardial effusion was seen on ice. The patient developed a cardiac tamponade caused by ivc perforation. The perforation occurred during or after the cti was ablated. A pericardiocentesis was performed, then a sternotomy was performed, cardiopulmonary bypass was used, ra/ivc were repaired, and laa closure was performed. The patient received 8 packed red blood cells, 2 platelets and 4 fresh frozen plasma. Act was 333. Later in the ICU, the patient was extubated and weaned off all pressors and inotropic support. The patient was diuresed, weaned o2, and wires and tubes were removed. The patient was then discharged. The physician does not allege a specific device to be the cause of the perforation. There were no performance issues with any abbott device. Patient had a history of pre-existing non-obstructive cad, moderate mr, and a previous af ablation with ilr implantation.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the batch record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident of a cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.